Event description:
The pt suffered an instent restenosis of 75%, which was treated with pta and placement of a stent proximal and distal to the previously placed stent.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. Additional information will be submitted within thirty days upon receipt.